Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on jun 15, 2022 with catalog number (mcghan 300cc). Visual analysis of the returned device identified: total delamination of the valve, crease fold, wear abrasion, and yellow particles in shell. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: - total delamination of the valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.